Event description:
It was reported that this pacemaker system recorded two episodes that showed fluctuating ventricular signals and noisy signals. Boston scientific technical services (ts) reviewed the episodes and noticed that they appear to be polymorphic ventricular tachycardia events rather than noise and explained that there is some organization in regard to the signal which would indicate a physiological origin, but this has not been confirmed. Ts recommended right ventricular (rv) lead integrity evaluation in order to exclude potential impairment and understand options to ensure pacing capture and proper brady support. At this time, no further information is available. The rv lead remains in service and no adverse patient effects have been reported.